Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer blood glucose level was 400 mg/dl at the time of incident. Customer does not want to troubleshoot for high blood glucose. Customer stated insulin pump had no delivery alerts. Customer stated the insulin exited and insulin pump alarmed no delivery. Customer stated insulin pump alarmed with no reservoir detected. Customer reported insulin exits with the manual prime. The device will not be returned for analysis.